Event description:
The customer reported that the system displayed a data block error message. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that there was a hard drive data block error and limited ability to recall images. This system is end of life. A replacement hard drive is not available.